Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent occlusion alerts on the ilet during meal announcements, resulting in no meal insulin delivery and prolonged hyperglycemia, with a highest reported blood glucose of 398 mg/dl and moderate ketones; the user transitioned to backup subcutaneous insulin via pen. Symptoms included nausea, body aches, and fatigue. Outcomes included interruption of insulin delivery and the need for backup therapy; no professional medical intervention or hospitalization occurred. Investigation included troubleshooting, education, and receipt and inspection of the returned device. Investigation of this case revealed persistent occlusion alarms associated with insulin delivery during meal dosing; no defects in consumables were confirmed. Inspection of internal components revealed no visible faults. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factor.